Event description:
Patient was revised due to pain.

Manufacturer narrative:
The tibial shell was the only component returned. The talar component and insert was not returned. Although, the complaint is non-verifiable, provided information states no loosening was observed intraoperatively. The investigation could not draw any conclusions about the reported pain. A search of the complaint database found no prior reports for the shell product and lot number combination. The lot numbers for the other two products was not provided. Based on the investigation, the need for corrective action is not indicated. Should additional information be received, the investigation will be reopened. Depuy considers the investigation closed.